Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complant from a patient, reporting "the catheter became disconnected at the connector to the pump", patient spouse later clarified "tubing came undone from the catheter connector at the luer lock connection site". Patient was instructed to pause the infusion, power down the pump, and to reach out to the on-call anesthesiologist to see how to proceed. Healthcare professional instructed the patient to clean the connections well with alcohol, screw them back together and resume the infusion. The infusion had only a short interruption and has continued without issue. Device operator was the patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.